Manufacturer narrative:
As the complaint component returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus) cuff leading to it being previously removed. A reimplant surgery was performed in which a new cuff was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. The erosion was diagnosed due to the physician scoping. The physician did not specify if the erosion was caused or contributed by the device. There were no device malfunctions associated with the explanted device. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
B5, e1, h2, h10 field change. As the complaint component returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The physician scoped the patient and determined erosion was present. The erosion lead to the aus cuff being previously removed. The physician did not specify if erosion was caused or contributed by the device. There were no device malfunction associated with the explanted cuff. A reimplant surgery was performed in which a new cuff was implanted. No information was provided about the patient's outcome.